Event description:
It was reported the customer answered yes to the following survey questions. "Are you aware of any events associated with an interruption of communication or power between pc unit and modules?, is there any apparent damage or corrosion to the iui connector?, are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module? And are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". There was no reported patient impact.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿dim segments¿; however bd has a current recall for the issue of dim segments. No further investigation actions are deemed necessary. The root cause for the dim segment issue associated with module 7 segment led displays was determined to be a manufacturing issue; however there was no complaint or patient incident having been reported. The pcu lcd has no segment led display; it is believed the survey questionnaire is in error. The reported issue was a response to a survey; however no complaint or device was reported or returned for investigation. No further investigation of this issue is deemed necessary, and no patient involvement was reported. Bd is currently investigating the dim segment issue with CAPA pr 1143616. No product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the customer answered yes to the following survey questions. "Are you aware of any events associated with an interruption of communication or power between pc unit and modules?, is there any apparent damage or corrosion to the iui connector?, are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module? And are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". There was no reported patient impact.